Manufacturer narrative:
Concomitant products: product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3998, lot# v175498, implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital about two weeks prior to the report and was ¿out of her mind¿ and noted that ¿they had to bring her back twice.¿ the patient did not have her identification card with her and the hospital staff was under the impression that the device delivered medication but the patient had spinal cord stimulation (scs). The reporter stated that the patient was concerned that they may have done something at the hospital that damaged her scs system. It was noted that the patient did not know if she had symptoms because the implantable neurostimulator (ins) was turned off at the time of the report and the patient programmer was missing/stolen so the patient was not able to turn it back on again. The reporter noted that the ins had been turned off for about a week and a half and because of this, she was experiencing lower back and leg pain/leg ache. It was confirmed that the reason for the hospital stay was not related to the scs therapy. It was further reported that there was an end of service (eos)/end of life (eol) message at the time of the report. The reporter noted that the patient ¿could turn it on and off but she could not turn it up or down and she tried new batteries.¿ it was noted that the patient ¿thought that someone tried to take her out because she had to go to the hospital for two weeks and while she was there they took the card out of her wallet so she could not prove to the doctors she even had a stimulator.¿ it was noted that the patient used her patient programmer on the night prior to the report but could not turn the stimulation up or down. It was noted that since coming home from the hospital, she ¿had to be on oxygen now¿ as she was told she wasn¿t getting oxygen in the body. It was noted that the patient had an appointment with the health care profession on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.